Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision posterior lumbar fusion of l2-l4 due to broken screw performed on (B)(6) 2015. Primary case was done in (B)(6) 2015. During the revision surgery, dr (B)(6) removed set screws and rods, then removed the broken screw. Screw had broken mid shaft meaning that the distal portion was left insitu in the right side l4 vertebral body. Surgeon did not suggest a rationale as to why the screw broke. No replacement screw in right side l4 pedicle due to insitu broken screw shank. Fusion was extended by one level down to l5. Surgery went to plan and there was no delays or adverse events. (B)(6) old, male patient, activity levels and pre-existing comorbidities unknown. No further supporting medical documents available.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be conducted as the lot number was not provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Visual examination of the returned screw was found to have fractured towards its tip. The fractured segments were not returned. The screw was subsequently submitted for fracture analysis. Optical imaging of the fractured surface shows two surface morphologies: a smooth region and a grainy/rough region. The surface exhibits progression lines which are indicative of fatigue failure. No hardness testing can be performed on the irregular surface of the screw shank. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the polyaxial screw fracturing could not be determined by the sample and information provided. The results from fracture analysis have determined that a potential root cause may be fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device received at investigation site. Investigation will be conducted. A follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.